Manufacturer narrative:
(B)(4), date sent: 12/18/2023.

Manufacturer narrative:
(B)(4). Date sent: 12/1/2023. D4 batch # unk. B3: only event year known: 2023. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The manufacturing records were reviewed and the manufacturing/packaging criteria were met prior to the release of this lot. Additional information was requested, and the following was obtained: 1. Could you please clarify if the firing trigger was activated during the insertion? 2. Did the device staple? 3. Were the staples deployed into the tissue? 4. If yes, what was the shape of the staples (b-formation, irregular, legs straight)? 5. Were the staples seen in the surgical field? 6. Did the device cut? 7. Was the cut line fully circumferential around the target tissue? 8. If the device fully cut, were both tissue donuts present? 9. If the device fully cut, were both donuts complete? Answer: per my initial report, this device was never used on a patient. This issue was discovered upon opening the device and plugging the battery in on the back table. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during an unknown procedure the circulator opened and inserted, green check mark was illuminated before any firing was started within patient. Rep had them remove it to prevent possible issues. They got another device to complete the case with no harm to patient.

Manufacturer narrative:
(B)(4). Date sent: 1/12/2024. D4: batch #917a49. Investigation summary: the product was returned for evaluation. Visual inspection was conducted on the returned device. Visual analysis of the returned sample determined that the cdh31p device arrived with no apparent damage. The breakaway washer was present and uncut, the device was fully loaded with staples, indicating that the device had not been fired. However, when the test battery was installed the green checkmark illuminated indicating that the device was not reset. No functional test was performed due to the condition of the device. The device was disassembled to verify the condition of the internal components and the cam was rotated so that it was touching the stop switch actuator this defect has been correlated to a manufacturing process. Based on the information currently available, a product issue was identified during the investigation of the sample received. This product issue will be addressed through ethicon endo surgery¿s quality system. A manufacturing record evaluation was performed for the finished device batch number 917a49, and no non-conformances related to the reported complaint condition were identified.